Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was no speaker malfunction error message despite no audio on start up. The device was not in use on a patient.

Manufacturer narrative:
The actual device was returned to philips bench where the technician confirmed the customer's allegation was because the mx40 telemetry device had been tampered with. At the repair bench the speaker will be replaced and the device will be updated to the latest manufacturing process, ensuring all testing passes per specifications. The device will be returned to the customer after repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.